Event description:
It was reported that the patient presented with failure to retrieve data via bluetooth telemetry on the implantable cardioverter defibrillator. No intervention was performed. Patient condition was stable.